Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional procedure. Reportedly, the plunger was not able to advance completely [the black collar did not contact the purple body even he pushed to his maximum]. The sutures of two new proglides were successfully pre-placed. The sheath was upsized to greater than 8.5f sheath and the procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The complaint cannot be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Factors that may contribute to failure to deploy the plunger include, but is not limited to, patient anatomy or user technique (failure to maintain a stable position of the device with respect to the tissue tract) which likely led to the reported needle to cuff miss. A cause cannot be confirmed with the available information. There is no indication of a product quality issue with respect to manufacture, design or labeling. Corrections: d9 - device available for evaluation updated from yes to no. H6: medical device problem code 1142 added.

Event description:
It was reported that this was an arteriotomy closure of the common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional procedure. Reportedly, the plunger was not able to advance completely [the black collar did not contact the purple body even he pushed to his maximum]. The sutures of two new proglides were successfully pre-placed. The sheath was upsized to greater than 8.5f sheath and the procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed MDR report, update to event or problem: as the plunger was unable to advance fully this appeared to cause a cuff miss [suture retrieval issue]. No additional information was provided.